Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Was the device difficult to close or fire? What stapler was being used? Were clips used in the vicinity? Did it staple on either side of the cut line? Was there any tissue movement during firing? What is the current patient status?

Event description:
It was reported that during the thoracoscopic total pneumonectomy for left lung, after 1st firing on left superior pulmonary vein, the patient was bleeding as the video shows. Changed the endoscopic surgery to open surgery, suture was used to sew the wound. After cleaned the blood, found no staple on the tissue. The patient is stable and in hospital.

Manufacturer narrative:
(B)(4). Batch # n57g8j. Additional information requested and received: what were the indications for surgery? Lung cancer. Was the device difficult to close or fire? No, the video shows all the firing processed. What stapler was being used? Powered echelon. Were clips used in the vicinity? No, the video could show this. Did it staple on either side of the cut line? Neither of the cut line. Was there any tissue movement during firing? No, the video could show this. What is the current patient status? Stable. The analysis results showed that one ecr60w cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Photographic and video analysis: picture provide shows a white cartridge with a batch number n57g8j, inside of a plastic bag. Video "0815_1.mov " shows the proximal part of an anvil device, with a white cartridge loaded, the jaws are closed between the tissue, and a firing is performed as the one piece sled can be seen advanced, after the knife returns to its home position, massive bleeding can be observed. "Video for ecr60w" shows a device being clamped over tissue, the firing sequence is activated and after the knife returns to its home position massive bleeding is observed, this occurs at the 0.52 mark. Based on the videos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.